Manufacturer narrative:
(B)(4). (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The attachment device was evaluated and the reported condition was confirmed. The assignable root cause was determined to be due to improper construction and design. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the crani-a attachment device bearings were damaged. It was also noted that the device failed pre-repair diagnostic tests for temperature, cutter insertion, lock operation, and visual assessment. It was noted in the service order that the before the procedure it was observed that the ¿shaft could not fix well¿. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Please note that the device availability was inadvertently reported as may 2, 2017 in the initial medwatch report. Please note that the correct date is may 23, 2017. It was reported in the initial medwatch report that the assignable root cause of the reported failure was due to improper construction and design. Please note that an additional evaluation was performed and the assignable root cause has been updated. Updated evaluation: the attachment device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and it was observed that the device failed cutter insertion assessment, and also the device had a drilled neuro-tip ¿leg¿. It was determined that this type of damage was due to excessive side loading causing the cutter to flex and to come in contact neuro-tip ¿leg¿. The assignable root cause of this condition was determined to be due to user error. It was further observed that the device had worn out/damaged bearings, causing the device to fail cutter insertion assessment. It was determined that the assignable root cause of this condition was due wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.